Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the esc button was sticking, insulin pump may had over delivered insulin. The customer also reported that the rewind was more than once, no delivery alarm and was not alerting to low battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.